Event description:
An ophthalmic surgeon reported that during a vitreo-retinal procedure, the pt experienced a detached retina. The surgeon had pressed the button to activate proportional reflux, but when the available fluid was exhausted, a message displayed, indicating that the proportional reflux mode was unavailable. The surgeon released the footswitch then depressed the treadle; the machine started to aspirate retinal tissue. The surgeon did not know that he had left reflux mode and was in aspiration mode. The pt's present condition is unk. Add'l info has been requested but is not expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).